Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p60-74 that has a similar product distributed in the us, list number 7p60-21/31, and 510k/PMA/bla of k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative alinity I syphilis result generated for a patient when processed on an alinity I processing module who doesn¿t have clinical symptoms associated with syphilis. The following data was provided. Sid (B)(6), initial result =0.24 s/co, repeat results (elisa)= 2.42 s/co, tpaa = strong positive. Repeat results on this analyzer =0.23 s/co & sysmex =0.19 s/co. There was no impact to patient management. No additional patient information is available.